Event description:
It was reported that during a renal artery stenting procedure, with moderate calcification, the herculink elite was not able to cross the lesion. Upon removal of the device from the patient anatomy, the stent dislodged from the stent delivery system. The stent was retrieved by a snare device and the procedure was completed with a non-abbott device. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality issue. The lesion site was described as narrow, concentric and moderately calcified, which likely contributed to the crossing failure. Reportedly, as the stent delivery system (sds) was being withdrawn, the stent dislodged from the balloon. It is likely that interaction with the lesion site during the attempt to cross compromised the stent on the balloon resulting in the dislodgement during removal. To ensure this is not the result of a product deficiency, all stent delivery systems are 100% visually inspected for proper stent placement and stent damage, and are 100% dimensionally inspected for crimped stent outer diameter. Additionally, samples are removed from each lot for destructive stent dislodgement testing. The reported failure to cross and subsequent stent dislodgement appears to be due to case circumstances. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4).